Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cannula¿s self-sealing was unable to stop water leakage during cataract and vitrectomy combination surgery. The procedure was completed on same day by replacing the product with new cannula. There was no patient impact.